Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. While hospitalized for an unrelated event, the patient was diagnosed with peritonitis. The cause of the peritonitis was unknown. The patient began treatment with vancomycin (1 gram) ip for 3 weeks for peritonitis. After 10 days of hospitalization, the patient was discharged from the hospital and recovering from the peritonitis. Dianeal therapy was ongoing. No additional information is available. This is report 1 of 4.

Manufacturer narrative:
(B)(4). This report involves the same patient as in (B)(4). On unknown date in (B)(6) 2014, while hospitalized, the patient was diagnosed with peritonitis. Should additional relevant information become available, a supplemental report will be submitted.